Event description:
It was reported that there was an impedance decrease from 1156 to 512 ohms (bipolar) on the ventricular lead. Additional information was later received reporting there was low impedance and an insulation breach. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other: it was reported that there was an impedance decrease from 1156 to 512 ohms (bipolar) on the ventricular lead. Additional information was later received reporting there was low impedance and an insulation breach. The lead was replaced. No patient complications have been reported as a result of this event. No conclusion can be drawn. Insulation, hole(s) in, impedance, low.